Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned and evaluated. A visual inspection found no defects. The functional evaluation found that the device could not generate and control negative pressure and the motor was leaking which failed the vacuum decay test, establishing a relationship with the reported event. The root cause was determined to be a defective motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the motor is leaking in a renasys touch device. This device fails the vac test and can't generate negative pressure.